Manufacturer narrative:
The lot number of the lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient is dissatisfied with the results post bilateral lens implants. Reportedly, the patient is experiencing a vitreous prolapse and is seeing a retinal specialist and another ophthalmologist. It is unknown if vitreous prolapse occurred in both eyes or only in one eye. This report pertains to the patient's right eye.